Manufacturer narrative:
Device evaluation- the device was returned fo revaluation. The device examination showed the battery compartment was damaged and a cap had broken off. In addition 3 knobs were msising off the front panel. The device could not be powered on due to extensive damage. The issue was determined to have been caused due to damage during use.

Event description:
Information was received that a smiths medical pneupac babypac ventilator had no battery power. No adverse effects were reported.